Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "system message displayed" (device displays error message). A nurse reported a system message occurred before the case began. The unit was switched out to complete the case. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system message, however, was present in the event log. The footswitch was replaced as a diagnostic measure. The system was then tested and met all product specifications. The footswitch will be returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).